Event description:
Plaintiff alleges severe reactions to latex including respiratory problems, anaphylactic reactions and related mental and emotional distress. Further alleges suffering substantial loss of earnings and earning capacity and has been forced to expend sums of money for med care and treatment and will continue to expend such sums of money. Plaintiff and husband allege loss of consortium.